Event description:
It was reported that the patient presented to emergency department (ed) for controller fault alarms on left ventricular assist device (vad). Device interrogation revealed that the internal battery was nearing end of life and therefore warranting controller exchange. Discussed with cardiothoracic surgery (cts), heart failure cardiology, and ed team. Given vad recall and risk of device not restarting, plan is to exchange controller in controlled setting with possible cts intervention if necessary. Patient was taken to operating room (or) for device exchange. Patient was first exchanged from primary controller to brand new vad controller. When controller was exchanged, the vad did not restart (flows showing 0.0 and speed 0 rotation per minute, no vad hum on auscultation). Patient was quickly switched back to primary controller and device restarted. He was then transferred to his back up controller which was successful. Patient tolerated the device exchange well and remained hemodynamically stable through the entire procedure. Patient was sent to post anesthesia care unit (pacu) from or with plan to discharge home. After speaking to vad device representative, the patient will use old primary controller as back up until we get him a new back up controller in the next few days. The controller was exchanged and the vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: one pump (1) and one (1) controller with unknown serial numbers were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. Based on the risk documentation, possible causes of the vad stop event can be attributed, but not limited, to the reported controller exchange. An internal investigation was created to further investigate failures of the pump to restart. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: product ID: heartware ventricular assist system - controller, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: asku, available for evaluation: no, mfg date: unk, labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.